Manufacturer narrative:
The investigation of vf/vt/af/at and hemolysis has been completed. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ . Section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿. Section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
The us complainant had a cp pump placed along with extra corporeal membrane oxygenation (ECMO) for a patient admitted in acute myocardial infarction / cardiogenic shock. The pump was placed and on day of placement, there was ventricular tachycardia that required shocks. This shock along with underlying condition may have caused/contributed to signs of hemolysis. The urine color change did not prompt explant. The pump remains on for support however there has been continuous renal replacement therapy added to the support and reperfusion sheath for the ECMO limb. The patient survived the event.